Event description:
Patient reported a left side deflation and "wasn't feeling good", and tiredness (not device related) and nausea. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.